Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On 05-dec-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer who reported that they had changed the buffer filters according to the troubleshooting instructions given by the technical support specialist (tss) since then there had been no further chromatogram issues. The most probable cause of the reported event was due to a defective buffer filters tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported intermittent exploded chromatograms with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.